Manufacturer narrative:
The field service engineer (fse) completed instrument performance testing, which showed issues for the ultrasonic mixing station, reagent pipetting, and cell rinse functionalities. The fse adjusted the ultrasonic mixer and the wash levels/volumes for the reagent probe. No issues were identified with the gear pump or main pressure. Instrument performance testing was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for calcium on a cobas 8000 cobas c 701 module. Patient 1 initial result was 1.78 mmol/l. The repeat result was 2.36 mmol/l. Patient 2 initial result was 1.62 mmol/l. The repeat result was 2.30 mmol/l. Patient 3 initial result was 1.68 mmol/l. The repeat result was 2.13 mmol/l. Patient 4 initial result was 1.8 mmol/l. The repeat result was 2.33 mmol/l. The samples were repeated on an unspecified different system because the initial results were low. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided.